Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified aorta. An 8.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilation. However, on initial inflation for 5 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified aorta. An 8.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilation. However, on initial inflation for 5 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. Microscopic examination revealed that the balloon has a 38mm longitudinal tear starting at the proximal balloon cone. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).